Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367, which occurred on the homechoice (hc) during use, during drain 5 of 6. The baxter technical service representative (tsr) explained the alarm and had the registered nurse (rn) close the clamps and then cycle power to clear both the se 2240 and 2367 alarms. They advised them to discard the supplies and have the home patient (hp) either finish manuals or start over with new supplies. The call completed and the hc was okay. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm. All of the bags were properly spiked and connected. There was no patient extension line being used and no open clamps on any unused lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and they would finish therapy with new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(4) 2012 in regards to a system error 2240/2367 alarm and she was not the nurse who was working with the patient at the time of the alarm. She said that nurse was not in today but that she als works with the same patient. She did not know of them reporting anything unusual with any of the supplies. She said that the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.